Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration.

Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration.

Manufacturer narrative:
Additional information was received that the patient's symptom that led to the pocket revision was pocket discomfort. The patient reportedly did not like the location of the ipg.